Manufacturer narrative:
During fluid path testing, fluid was found to be leaking from a tear in the exposed portion of the soft cannula near the formed needle tip. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 14.8 mmol/l (266 mg/dl) while wearing the pod between 25 and 36 hours on the abdomen. The pod was initially reported for an insulin leak during wear. Investigation of the returned pod found a tear in the exposed portion of the soft cannula.